Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The main circuit board and pneumatic block assembly were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).